Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. The device evaluation found that the acoustic lens was detached. Based on the results of the investigation, the root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): after checking the instruction manual, it was found that there was a description related to the pointed out item. ·we have confirmed that the following (1) to (15) occur in the actual product using the dr and ter attached to ga24015008-2. (Dr.pdf and ter - technical evaluation report gf-ue160-al5.pdf). Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasonic gastrovideoscope exhibited a detached acoustic lens. There were no reports of patient involvement.